Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, his device on and it started to smoke. He turned it off and now it smells weird. Tried turning on again and it would not. The device was not returned. If additional information is received a follow up report will be submitted.